Event description:
It was reported that after the software was installed, the device exhibited a "check syringe plunger sensor" error message. Per reporter the plunger lever (one) flipper kept getting stuck and would not come back down unless pushed by force, and fluid was stuck under the plunger sensor. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found no external damage. A plunger error was revealed in the event history log. Functional testing was able to duplicate the issue, the flippers were sticking up. It was determined that the root cause was due to the contaminated components. All of the plastic parts of the plunger head were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.